Manufacturer narrative:
The ventilator was returned to the MFR for eval. Half of the lcd display screen was black. The device's lcd display screen was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's lcd display screen was damaged. There was no harm or injury reported.